Manufacturer narrative:
Repair performed by customer. This is out of warranty.

Event description:
The customer reported the ventilator was alarming vent inop due to a pressure sensors failure. The device was not on a patient at the time of the reported problem. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The tech support had the customer remove and inspect, and reinstall the data acquisition to motor controller cable. After the customer inspect and reinstall the cable the unit now powers up and operates without going vent inop. The tech support provided part ID to the customer and suggested he perform performance verification test and let the unit run after replacing the cable.